Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
A retrograde puncture of the right femoral artery, for treatment of the left superficial artery, was done using a crossover sheath. The sheath has been exchanged after the procedure and a 6f exoseal device was used for closure of the puncture site. The bleed-back signal stopped, the indicator window changed to black-black afterwards and the physician pressed the deployment button and hemostasis was achieved after 3-4 minutes. There was no bleeding from the puncture site detectable. The next day, the same patient was planned for a second intervention. Antegrade puncture of the right femoral artery was done in order to treat a distal stenosis in the right superficial femoral artery. The puncture was performed with an ultrasound distal of the puncture site that was used the day before and closed with exoseal. Angiography showed a filling defect in the area of the stenosis in the middle of the superficial femoral artery, which the physician assumes to be the exoseal plug accordingly. The stent implantation was carried out as planned and there was no harm to the patient. The plug was pressed on the vessel wall with a stent.

Manufacturer narrative:
A retrograde puncture of the right femoral artery was conducted using a crossover sheath for treatment of the left superficial artery. The sheath has been exchanged after the procedure and a 6f exoseal device was used for closure of the puncture site. The bleed-back signal stopped, the indicator window changed to black-black afterwards and the physician pressed the deployment button and hemostasis was achieved after 3-4 minutes. There was no bleeding from the puncture site detectable. The next day, the same patient was planned for a second intervention. Antegrade puncture of the right femoral artery was done in order to treat a distal stenosis in the right superficial femoral artery. The puncture was performed with an ultrasound distal of the puncture site that was used the day before and closed with exoseal. Angiography showed a filling defect in the area of the stenosis in the middle of the superficial femoral artery, which the physician assumes to be the exoseal plug accordingly. The stent implantation was carried out as planned and there was no harm to the patient. The plug was pressed on the vessel wall with a stent. Images of inadequate filling were received. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. No corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process. The IFU instructs that femoral artery suitability should be verified on angiography before exoseal deployment. It seems that the exoseal device was inaccurately placed during the index procedure. It is not known what factors may have contributed to this event.